Event description:
The staff member was attempting to start an IV. The catheter safety did not lock fully into place after use, the needle continued to stick out after the safety had "clicked". There was no harm to the patient or the healthcare provider. This facility has had four events with this device over an approximate two month time period.what was the original intended procedure?IV access.